Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery (cia). A 8.0x30x135cm express ld iliac / biliary stent was advanced for treatment. However, upon deployment, the stent came off the balloon. It was attempted to steer the dislodged stent back, but the stent had to be deployed in the right profunda artery. Dilatation was performed and the stent was implanted. A second, larger, 9x27mm stent was then advanced and was placed in the cia to complete the procedure. No patient complications were reported.